Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that two reservoirs were leaking. The customer stated that the leaks were occurring where the reservoir connected to the p-cap connection. The customer also said that she could not see any damage to the reservoirs. Nothing further was reported.